Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to deliver energy. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file log was provided for review. The customer's report was observed during review of the device data log. However, review of the logs was unable to determine root cause. This report is being closed as observed in device data. Analysis of reports of this type has not identified an increase in trend.